Event description:
The site reported that upon angiography a stent fracture/thrombosis was found in the knee popliteal segment. The pt was successfully treated with percutaneous vascular intervention.